Manufacturer narrative:
The device remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device delivered two bursts of inappropriate anti-tachycardia pacing (atp), potentially due to atrial arrhythmia with rapid ventricular response (rvr). Technical services (ts) conducted a thorough analysis of the data and confirmed that the initial event began as atrial arrhythmia. A brief pause post atp was observed followed by ventricular arrhythmia and a shock was delivered. Additionally, oversensing was noted after the shock was administered. Ts suggested increasing the gain to view and measure on programmer/recorder/monitor (prm). Device was operated as programmed. This device remains in service and no adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device delivered two bursts of inappropriate anti-tachycardia pacing (atp), potentially due to atrial arrhythmia with rapid ventricular response (rvr). Technical services (ts) conducted a thorough analysis of the data and confirmed that the initial event began as atrial arrhythmia. A brief pause post atp was observed followed by ventricular arrhythmia and a shock was delivered. Additionally, oversensing was noted after the shock was administered. Ts suggested increasing the gain to view and measure on programmer/recorder/monitor (prm). Device was operated as programmed. This device remains in service and no adverse patient effects were reported.